Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this device presented in sustained ventricular tachycardia below the programmed therapy rate. The patient had a history of inappropriate shocks due to sinus tachycardia, limiting programming options. Technical services reviewed discrimination settings and discussed programming adjustments. The device remains in service. No adverse patient effects were reported.